Event description:
It was reported that this study aimed to assess the long-term outcome of s-ICD (subcutaneous implantable cardioverter defibrillator) patients compared to tv-ICD (transvenous implantable cardioverter defibrillator) patients in a selected cohort of patients with either cardiac arrhythmia syndromes or genetic cardiomyopathies. It was noted that inappropriate shocks were seen due to non cardiac oversensing, air entrapment and t-wave oversensing involving the s-ICD. No adverse patient effects were reported.